Event description:
The device was returned to the manufacturer with no reason for explant. The device was analyzed and tested out of specification. Follow up determined that the device was explanted due to recommended replacement time (rrt). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. No information suggests a device-related adverse event or product problem was received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4).